Event description:
Adapter cable failed to transmit spo2 [peripheral oxygen saturation] data from the finger probe to the monitor. Cable was replaced and new cable provided spo2 reading. This resulted in a delay in patient care, no known harm at this time.